Event description:
Customer reported that while the unit was in use on a pt, they were unable to obtain a reliable trigger in ECG mode. The ECG waveform on the display was ok. The pt was switched to another unit and therapy was continued. No pt injury was reported.